Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information later received reported that the patient still complaining of a lot a pain and inflammation in the area where the pump was located. Per the reporter it was inflamed a lot of the time, by the end of the day you can see a ¿big bulge¿ and the patient did not want anyone to touch it because it hurts her and feels like ¿nails are cutting into her¿. The patient was very thin. The reporter stated the first month post implant everything was looking very good but the following month was when she began having issues with inflammation and increased pain in the pump area. A CT scan of the drug infusion system was done for diagnostic purposes.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient went to the managing physician complaining of increased dystonia (increased spasticity). The device was not interrogated, and no audible alarms were sounding. The patient had recently gone though a metal detector clearing immigration, and was mentioned that could have affected it. No diagnostics were done, and it was recommended that the patient go to the emergency room (ER). The patient status at the time of this report was "alive- no injury." No surgical intervention occurred or was planned at the time of this report. If additional information is received, this report will be updated.

Event description:
The patient was in a lot of pain which had started about three weeks prior. It was believed the pump had flipped. The pointy part of the pump was facing up and they were wondering if it was supposed to be facing down because it was rubbing into the patient¿s ribcage. The patient was painting her toenails and after that she started hurting. It felt like it was cutting into her ribs and it became inflamed. The patient planned to follow up with their healthcare provider to have it checked. Information received from the healthcare provider reported that the patient was last seen on (B)(6) 2015. There was no knowledge of a pump flip episode. It was unknown how the patient was doing. The pump was updated (B)(6) 2015 to increase the dose 10 percent and the patient had appointment scheduled for (B)(6) 2015. The pump was used to deliver baclofen.